Event description:
On 22-jan-2026, it was reported by a sales representative via email that two ar-7534 fiberloop 1.3 mm suture tape sutures became unswaged at the suture junction. This did not impact the outcome of the case, as an ar-7534 from a different lot was used to complete the procedure. This issue was discovered during a procedure on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.